Manufacturer narrative:
(B)(4). Concomitant medical products: tmj system left standard mandibular component catalog # : 24-6546 lot #: 143340; zimmer biomet tmj system right fossa component, small catalog # : 24-6562 lot #: 284560; zimmer biomet zimmer biomet tmj system left fossa component, medium catalog # : 24-6561 lot #: 071560; unknown screws catalog#: ni lot#: ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00313, 0001032347-2019-00314, 0001032347-2019-00315.

Event description:
It was reported that a revision was performed in which the tmj implants were removed and replaced with new implants eleven years post-implantation. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Since there was a revision to remove and replace these parts, the complaint is confirmed. There is no indication of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.